Event description:
Rptr administered a flu vaccine. Upon opening the lid of the sharps, the lid tore in two. After this, inspected one of the other nurse's sharps container which was identical to the new one rptr had used, noticed her's was broken on the corner of the clear plastic lid as well. The lids are very flimsy and tear/break easily when opening or snapping new lids into place.